Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a bent cannula and high blood glucose levels of 397 mg/dl. The customer¿s current blood glucose level was 52 mg/dl. No symptoms or treatment were noted, as the customer did not troubleshoot the high blood glucose. Customer stated he received a no delivery alarm, and found a bent cannula when he removed the site. Customer reported no infection at the site, but it did bleed. Customer was advised to apply pressure until the bleeding stops and contact a healthcare provider if it persists. The customer was advised replacement infusion sets will be sent out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.(B)(4).